Event description:
It was reported to boston scientific corporation that a rf3000 radiofrequency generator and a leveen coaccess electrode system were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2010, (male patient, over 18 years old). According to the complainant, post procedure a 2 inch, third degree burn was noted on the patient's leg where the pads had been on the inside of the right thigh. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. The site indicated that the appropriate algorithm was followed for the electrode size used. Additionally, the account indicated that the procedure ran long, but was unable to verify the total ablation time. The patient's condition immediately after the procedure was reported as being stable, however, while recovering a 3rd degree burn was identified. The burn was treated twice through debridement.

Event description:
(B) (6)

Manufacturer narrative:
(B) (4)

Event description:
It was reported to boston scientific corporation that a rf3000 radiofrequency generator and a leveen coaccess electrode system were used during a liver rfa (radiofrequency ablation) procedure performed on (B) (6) 2010 (female patient, (B) (6)). According to the complainant, post procedure a 2 inch, third degree burn was noted on the patient's leg where the pads had been on the inside of the right thigh. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. The site indicated that the appropriate algorithm was followed for the electrode size used. Additionally, the account indicated that the procedure ran long, but was unable to verify the total ablation time. The patient's condition immediately after the procedure was reported as being stable, however, while recovering a 3rd degree burn was identified. The burn was treated twice through debridement.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-00719 addresses the other device. It was reported to boston scientific corporation that a rf3000 radiofrequency generator and a leveen coaccess electrode system were used during a liver rfa (radiofrequency ablation) procedure performed on (B) (6) 2010 (female patient, (B) (6)). According to the complainant, post procedure a 2 inch, third degree burn was noted on the patient's leg where the pads had been on the inside of the right thigh. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. Environmental stress testing, under conditions of high and low temperature, high and low margin (supply) voltage, and short-circuit shutdown, was performed. The generator did not exhibit any malfunction which could account for the event. Furthermore, the device passed all performance criteria of its final test procedure. The condition of the returned incident device showed no evidence of any defect which could have contributed to the event. The complaint was not able to be confirmed. However, this event is anticipated in nature a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number. (B)(4).

Manufacturer narrative:
The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B) (4)

Manufacturer narrative:
(B) (4)

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-00719 addresses the other device. It was reported to boston scientific corporation that a rf3000 radiofrequency generator and a leveen coaccess electrode system were used during a liver rfa (radiofrequency ablation) procedure performed on (B) (6) 2010 (female patient, (B) (6)). According to the complainant, post procedure a 2 inch, third degree burn was noted on the patient's leg where the pads had been on the inside of the right thigh. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. The site indicated that the appropriate algorithm was followed for the electrode size used. Additionally, the account indicated that the procedure ran long, but was unable to verify the total ablation time. The patient's condition immediately after the procedure was reported as being stable, however, while recovering a 3rd degree burn was identified. The burn was treated twice through debridement.